Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after moving the patient to another room. Customer reported to philips that the system was not booting up. No further information was provided by the customer. No service action was performed by the philips, since the customer did not ask for the repair service. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after moving the patient to another room. Customer reported to philips that the system was not booting up. No further information was provided by the customer. No service action was performed by the philips, since the customer did not ask for the repair service. To date, no further information was received. The codes were updated based on the investigation outcome. The serial number, product UDI and the reporting address city have been updated.

Event description:
It was reported to philips that the system gave an alert indicating an error of "46270", preventing full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.